Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ IV administration set cfn120 bp hs there was an issue with foreign matter. It was stated ¿a foreign material was found in the IV set chamber.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to hanscent, with lot number 20180109. Hanscent verified the foreign matter material to be air filter membrane. The foreign matter appearance and size in the complaint sample chamber matches of that of punched out air filter membrane. Retention samples verification: hanscent evaluated retention samples for lot 20180109, no foreign matter was observed. Device history record review: hanscent review the spike & chamber injection record, IV set chamber & spike assembling work record for lot 20180109, no abnormality was observed. The likely cause is that the air filter membrane was not entirely set into the air inlet, resulting in the membrane dropping into the spike, which cannot be checked visibly especially after the spike is assembled with the chamber. Actions: 1. Rechecked the stock at hanscent including semi-finished and finished product for the device family accordingly to iso 2859-1. If any non-conformance such as this issue was observed, hanscent will segregate that batch or lot, 2. Hanscent installed a blower on the assembling machine membrane stamping device. This could blow away those membrane which missed the air inlet, 3. Hanscent will implement that the machine operator shall clean the machine every two hours to ensure no foreign matter, 4. Retrain the semi-product (spike & chamber) inspector to check the chamber and spike inside with product turned upside down for fm, the operator is to segregate and scrap the nonconforming product if any fm found. The above actions will be completed / implemented by 31 may 2018.